Event description:
It was reported that 3 bd ultra-fine¿ ii insulin syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: water droplets were found inside the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd ultra-fine¿ ii insulin syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: water droplets were found inside the barrel.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.